Manufacturer narrative:
Concomitant medical products: product ID 3708360, serial# (B)(4), implanted: (B)(6) 2009, product type: extension; product ID 37743, serial# (B)(4), product type: programmer, patient; product ID 37752, serial# (B)(4), product type: recharger; product ID 3587a25, lot# n179493, implanted: (B)(6) 2009, product type: lead. (B)(4).

Event description:
It was reported that the patient was charging more than expected. The patient had an appointment on (B)(6). The patient¿s stimulator battery had shifted to the side above their pelvis bone over the last year. The patient had not seen their doctor regarding this. The patient was having problems with their implantable neurostimulator (ins). They thought it was starting to die. The patient¿s ins was dying much faster than it used to. The patient was charging every 2 weeks and it used to last several months. The patient had lost a lot of weight. Over the last year prior to the report the patient¿s device would not connect. Additional information has been requested, but was not available as of the date of this report. If additional information is received, a follow up report will be sent.